Manufacturer narrative:
Correction: d4 - additional device information UDI number added (B)(4). It was previously not reported.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions breaching the right ventricular cable lumen and ring electrode cable lumen with procedural damage to the inner coil lumen and both right ventricular cables in between shock coils.

Event description:
This report is to advise of an event observed during analysis.